Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the guide system. Around 1:00 p.m. On (B)(6) 2019, the blood glucose result was between "100-200 mg/dl range" which was normal for the patient. The blood glucose monitor had intermittent power issues for "several" days prior to the event. Since the device was unavailable for use, the patient was unable to treat accordingly which caused elevated blood glucose levels and his gastroparesis to flare up. The patient started feeling ill and he tried to test with the blood glucose monitor, but the device would not turn on even with new batteries. He was throwing up and did not feel well. The patient knew his blood glucose level was elevated based on his symptoms, but he could not test. Around 7:00 p.m., the paramedics were called and they arrived shortly after but he could not provide the exact time when they arrived. The blood glucose result was "hi mg/dl" on the paramedic's meter. The patient assumed his result was over 600 mg/dl. The paramedics did not treat him and they transported him to the hospital. The blood glucose result at the hospital was not provided. The patient thinks he was treated with a shot of lantus and novolog. The patient was released from the hospital on (B)(6) 2019.